Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services reviewed device data and noted that the reset fault was likely due to a battery with high impedance and recommended device replacement. This device was subsequently explanted and was not returned. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, this device is not available for return. Upon a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of manufacturing deficiency based on analysis evidence indicating a high impedance battery (i.e. Memory review and/or battery testing). Investigation has determined the cause of the high impedance is a deficiency of the controls on the battery cathode component manufacturing process. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services reviewed device data and noted that the reset fault was likely due to a battery with high impedance and recommended device replacement. This device was subsequently explanted and was not returned. Other then the surgical procedure, no additional adverse patient effects were reported.